Event description:
Pt found by nurse with 1 chest tube clamped. Increased wheezing and increased respiratory rate. Practice varies between services as to whether or not a chest tube should be clamped. Pt's travelling on off-service floors or being cared for by resource nurses are at risk for inappropriate clamping.